Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was unable to establish telemetry prior to surgery. However, the icm was implanted anyway and interrogation was attempted again immediately post implant. Multiple attempts at interrogation were made with different programmers unsuccessfully. The icm was explanted and replaced. No patient complications have been reported as a result of this event.